Event description:
It was reported the patient¿s ins and extension were explanted on (B)(6) 2014. It was noted the patient was not in a clinical study. It was reported the motor cortex stim battery was causing localized tenderness, and ¿will get caught on objects.¿ no patient death was reported. No patient injury was reported. The patient recovered without sequela.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 3550-29, lot# unknown, product type: accessory. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3986ilc, lot# n25301, implanted: (B)(6) 2003, product type: lead. Product ID: 3550-09, lot# lb6617, implanted: (B)(6) 2004, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4). Analysis of the implantable neurostimulator (ins) (sn (B)(4)) found no significant anomaly. The stim ins was found to have reduced battery capacity due to overdischarge. Analysis of the extension (sn (B)(4)) found no anomaly. Analysis of the stim plug (sn unknown) found no anomaly.